Event description:
It was reported that the pump indicated a data log corruption. There was no information available on the customer's blood glucose level. The pump is set to be returned for investigation, and a replacement pump was issued to the customer.